Manufacturer narrative:
Additional product codes: mni, mnh, kwp, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the patient underwent a spine procedure and intra-operatively the surgeon did have the implanted needed for the procedure. The patient was already on the operating table and the wound was open. The surgery was prolonged for one and half hours as the necessary implants were retrieved. The procedure was successfully completed. That patient outcome/status was unknown. Additional devices are captured on related complaint (B)(4). This report is for an uss transconnector clamp. This is report 4 of 4 for (B)(4).